Event description:
The customer received questionable free triiodothyronine (ft3), myoglobin, parathyroid hormone (parathormone, parathyrin) (pth), and thyrotropin (tsh) results on their e601 analyzer. The customer provided data for six patients with discrepant results reported outside the laboratory. Repeat testing was performed on another cobas e601 analyzer, serial number (B)(4). The first patient's initial myoglobin result was <21.0 ng/ml accompanied by a data flag. The repeat result was 44.0 ng/ml. The second patient's initial ft3 result was 33.0 pg/ml accompanied by a data flag. The repeat result was 3.50 pg/ml. The third patient's initial tsh result was 0.130 uiu/ml. The repeat result was 2.30 uiu/ml. The fourth patient's initial pth result was 53.0 pg/ml. The repeat result was 460 pg/ml. The fifth patient's initial tsh result was 0.005 uiu/ml accompanied by a data flag. The repeat result was 3.91 uiu/ml. The sixth patient's initial pth result was 1.20 pg/ml. The repeat result was 75.94 pg/ml. The customer considered the repeat results to be correct. It is unknown if the patients were treated or denied treatment based on the reported erroneous results. The ft3 reagent lot number was 16477403 and the expiration date was 12/31/2012. The myoglobin reagent lot number was 16477102 and the expiration date was 01/31/2013. The pth reagent lot number was 16413705 and the expiration date was 11/30/2012. The tsh reagent lot number was 16616703 and the expiration date was 10/31/2012. On the day of the event, the customer received two alarms three times. After receiving the alarms, the customer performed troubleshooting. The customer opened the front door and checked the pinch valve tubing for any structural damage such as cracks or leaks. The customer said it looked ok and there were no leaks. The customer verified the age of the procell and cleancell reagents. The customer checked for any assay cups lying around. The customer checked the procell cups for any crystals and he could not see any. The customer performed a liquid flow cleaning with one cycle. The customer then began to perform a #25 mc preparation with 20 cycles. The customer stated he got an abnormal mc condition alarm before he could complete the maintenance. The field service representative found an issue with the measuring cells. He replaced the measuring cells. He performed a photo multiplier tube high voltage and a blank cell. He removed debris from the sipper water valve. He ran performance testing with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.